Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump error 63 alarm (variableinfo=3) confirmed in the pump history due to broken trace on u1 keypad assembly. Pump error 53 alarm found in the pump history due to software error. (B)(4).

Event description:
Information received by medtronic indicated that their insulin pump had insulin pump error alarm. Customer was able to clear alarm and able to complete rewind the insulin pump. Customer performed self test and test did not pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.